Event description:
According to the available information the patient believes they are experiencing auto inflation. After deflating, after a few hours of walking the device is almost back to full inflation.